Event description:
Device 3 of 3. Reference MFR report#s: 1627487-2011-10432 and 1627487-2012-10096.

Manufacturer narrative:
Eval: results - the complaint was confirmed. As received, a visual inspection of the returned leads found both had wire damage with complete separation of the wires. One of the leads had wire separation at a kink lead body site and the other lead had wire damage at the end of the swift-lock anchor site. This damage was consistent with stresses to the leads during the implant period and would have resulted in the observation of invalid impedances noted in the field. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.